Event description:
On (B)(6) 2012, the patient reported that she had experienced a breakthrough in depression about a year after being implanted with the vns device. The patient had her device explanted three weeks prior to the report for an unknown reason. An attempt has been made for additional information; however, it has been unsuccessful. No additional information is available.

Event description:
As the explant facility and exact explant date are unknown, product return attempts cannot be made and the product is not expected to be returned.

Manufacturer narrative:
Labeled for single use, corrected data: date inadvertently not provided on initial MDR report. Analysis of programming history.

Event description:
A review of programming history found diagnostic data for the patient from 2011. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.